Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported false upstream occlusion alarms which were not reproduced. The false messages were confirmed through review of the event history log and were found to be caused by low ultrasonic readings with a fluid filled set. With low ultrasonic readings it would make the pump more sensitive to upstream occlusion alarms. The failed upstream sensor was replaced. Additional information: (low readings), increased sensitivity).

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message in the orthopedic care area. It was also reported there was no patient involvement.